Event description:
Additional review indicated that the pump was alarming every hour.

Event description:
Eri (elective replacement indicator) occurred on (B)(6) 2011. The pump was refilled on (B)(6) 2011 and the eri was noted. Eos occurred (B)(6) 2012. The hcp "missed" the pump eos (end of service). The patient experienced increased baseline spasticity. The hcp planned to manage the patient's symptoms with oral medications and not replace the pump. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).